Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary:the product was returned to ethicon for evaluation. Twenty five unopened samples were received for analysis. The product code ep8755 is double armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained via: when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? (During passage through tissue) - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. (I am in possession of the remaining sterile box, same lot. I do not have the affected suture.) - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email)

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6)2025 and suture was used. During the procedure, it was reported by the sales rep that during a CABG, the needle was breaking off of the suture strand. This occurred with three different sutures. Case completed with a new box. No patient harm was reported. Sterile samples will be returned. No adverse patient consequences were reported. Additional information was requested.